Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that service due alarm messages were recorded in history. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be displaying "service due" alarm message on power up when batteries are inserted. Service recommended internal real time clock lithium battery to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code and needed a battery clock replacement. No patient was involved in this event. No adverse effects were reported.